Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Calibration signals and quality control data from the relevant time period were found to be within expected ranges, with the exception of one instance where level 3 qc initially recovered outside the -3sd limit but subsequently recovered within specified limits upon repeat testing. No definitive root cause for the non-reproducible results could be identified. However, a pre-analytical issue related to sample quality could not be excluded, as all non-reproducible measurements occurred after pipetting from the same tube. Physical investigation was deemed unnecessary, and no general reagent issue was identified. The provided data do not indicate a malfunction of the assay or a reagent issue under the manufacturer's responsibility. The device remains in operation at the customer site.

Event description:
The initial reporter alleged non-reproducible non-reactive results for three patient samples tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas e411 rack analyzer. For patient 1, the first measurement using an abbott assay was positive. The second measurement on (B)(6) 2024 at 03:50 with the hiv combi pt assay yielded a non-reactive result of 0.536 coi. A third measurement on (B)(6) 2024 at 07:04 yielded a reactive result of 364.4 coi, which was reported out of the laboratory. A fourth measurement on (B)(6) 2024 at 13:50 yielded a reactive result of 334.9 coi. For patient 2, the first measurement using an abbott assay was positive. The second measurement on (B)(6) 2024 at 23:05 with the hiv combi pt assay yielded a non-reactive result of 0.428 coi. A third measurement on (B)(6) 2024 at 19:35 yielded a reactive result of 151.0 coi, which was reported out of the laboratory. A fourth measurement on (B)(6) 2024 at 14:50 yielded a reactive result of 138.5 coi. For patient 3, the first measurement using an abbott assay was positive. The second measurement on (B)(6) 2024 at 11:35 with the hiv combi pt assay yielded a non-reactive result of 0.810 coi. A third measurement on (B)(6) 2024 at 15:00 yielded a reactive result of 698.2 coi, which was reported out of the laboratory. A fourth measurement on (B)(6) 2024 at 14:51 yielded a reactive result of 686.7 coi.